Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from (B)(6). It was reported that the indication of use was spasticity (muscle spasticity). Patient's medical history included spastic diplegia and history of botox before the pump. Concomitant medications included amitriptyline, oral baclofen (also used before the pump), guanfacine, vyvanse (lisdexamfetamine dimesylate), glycolax, and senna. On (B)(6) 2018, the patient was admitted to the hospital with an admitting diagnosis of spasticity. Patient was discharged from the hospital on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: catheter. Section other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving li oresal (2000mcg/ml at 250mcg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient was in the operating room (or) for catheter revision. In the pocket of the pump, abnormal fluid was noted and the physician was concerned for infection. The physician chose to send specimens to pathology and explant the entire system on (B)(6) 2018. No environmental, external, or patient factors were reported to have caused this issue. The physician ordered cultures. The issue was resolved and the patient was "alive - no injury." There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that this was an exploratory procedure for the catheter. There were no further complications reported at this time.